Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c156ej, serial/lot #: (B)(4), ubd: 24-feb-2024, UDI#: (B)(4) ; product ID: etlw1620c156ej, serial/lot #: (B)(4), ubd: 10-jul-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the emergent endovascular treatment of a 70-80mm aaa o. A endoleak believed to be a type IV endoleak was observed in the main body region, but the procedure was then completed and the patient would be followed up.  It was reported that during a CT scan 2 days later, a considerable endoleak was noted in the aneurysm. Because of the possibility of a type ia endoleak, intervention was performed. A type ib endoleak had been ruled out by contrast radiography.  During the intervention, 2 non mdt cuffs were lined up at the proximal region. Non mdt limbs were also added due to be possibility of a type iiib or type IV endoleak.  Although a leak believed to be a slight type IV endoleak was confirmed in the bifurcation region (an area that was not covered by the non mdt stent grafts), it was decided to complete the procedure and observe the patient during follow-up. The patients hemodynamics were stable.  No cause was reported.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: because of the residual endoleak on contrast-enhanced CT, a laparotomy was performed on (B)(6) 2023 in an emergency operation. As a result of laparotomy, the type of endoleak was confirmed to be a type ii from the inferior mesenteric artery (ima) and lumbar artery were confirmed . A ivc penetration from the abdominal branch was also noted . After ligation, mass suturing was also performed. The patient was placed under observation. It was confirmed the ruptured ivc (inferior vena cava) has no relationship to the implant procedure, re-intervention or the endurant stent grafts as this perforated during a aaa rupture when the patient presented emergently on the (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.